Event description:
It was reported that there was a malfunction resulting in potential loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable per the reported alarm is for reverse flow, and there is no report of elevated co2 or loss of mechanical ventilation.